Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "partial date of implant as "18 years old"" and "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification on d6(a): partial implant date provided as "18 years old", updated the date to align with the device manufacturing date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device is analyzed through visual inspection microscopic inspection, if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed opening through microscopic inspection assessed as unidentified tear. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.